Manufacturer narrative:
Product event summary: (B)(4) - the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient was deceased and died the date of device implant on (B)(6) 2013. It was noted that the patient's blood pressure dropped during the implant procedure and an atrial-ventricular node ablation was performed during the procedure. It was also reported that while in the post anesthesia care unit the patient had cardiac arrest and there was a question whether or not the device was capturing, the output was increased to maximum output with no resolution. A lead dislodgement was suspected which x-ray confirmed there was no dislodgment.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
No eval explain code.